Manufacturer narrative:
.

Event description:
It was reported that the nurse has been having problems interrogating vns patient devices throughout a week despite changing the wand 9v battery and serial cable. Troubleshooting performed by the company representative indicated that the usb serial cable connector used by the nurse with the programming computer was faulty. Review of manufacturing records confirmed all tests passed for the device prior to distribution.

Event description:
The suspected usb cable was received by the manufacturer. An analysis was performed on the returned usb to db9 cable and the reported allegation was verified. The cause for the reported allegation is associated with two disconnected wire connections in the returned serial cable. Once the wires were soldered onto the serial cable pcb, no further anomalies were identified.